Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
Date of event date: (B)(6) 2015. Date received by MFR date: 05/24/2016. Conclusion / root cause: it is concluded that the observed damages found on the oxygen and exhalation flow sensors are due to fse or user abuse. Completing the investigation and determining the root cause on these returned oxygen and exhalation flow sensors is impossible to perform. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported receiving an error code 3130 indicating the safety valve did not open. There was no reported patient involvement.

Manufacturer narrative:
Date of this report: 12/10/2015. The fse confirmed the customer¿s complaint. A flow accuracy test was performed and found that all 3 of the flow sensors were not working, not reading. New flow sensors were installed and corrected the problem. Performed est and the unit passed.